Event description:
A male with a history of smoking and 6 months of chronic diarrhea, underwent initial aaa repair in 2008. Approx three months later, pt started to have hip pain but although it did not go away completely, it got better. Around new years and pt was out getting a pizza and a strong wind came up, and pt was hit in the backside with a car door. Pt then started having back and hip pain - both hips. Went to get CT in early 2009, the pt was noted to have complete blockage of thrombus in all zenith devices (100%). Radiologist read it on the next day, but did not do anything at that point. Pt's physician then got the images and when read them had the pt come in to be admitted. Pt was against staying in hospital because he wanted to go home to feed his dogs. Physician allowed patient to do this and pt came back, is currently admitted but wants to leave. Pt underwent additional procedure the following month, and part of the grafts were explanted but most left in.

Manufacturer narrative:
Event evaluation: still under investigation.